Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited varying impedance measurements with some measurements being out-of-range. This was also confirmed on the pacing system analyzer (psa). Although the patient is not pacemaker dependent surgical intervention was performed and the lead was capped and replaced. No additional adverse patient effects were reported.